Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed power on reset. The device remains in use. No programming or changes were needed to be made. The reset did not reprogram their device to back up mode, it just cleared out their events and information. No patient complications have been reported as a result of this event.